Event description:
It was reported that during a da vinci surgical procedure, the shaft of the thoracic grasper instrument was damaged and the arm was acting up. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. During failure analysis investigation, the returned instrument was placed on an in-house system and was driven. Motion was non-intuitive, and although no broken or damaged cables were observed at the wrist, once the housing of the instrument was removed, a loose cable was found, which resulted in non-intuitive motion of the instrument. Failure analysis investigation also found that the distal end of the main tube had several scratch or gouge marks with insulation material missing. The entire main tube was also noted to have white discoloration marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube with insulation material missing, could likely cause or contribute to an adverse event, if the failure mode were to recur.